Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 102 mg/dl, 248 mg/dl, 280 mg/dl. Tests were done < 10 minutes apart with a difference of 50%. Patient did not experience any adverse events. No further information has been reported.